Manufacturer narrative:
(B)(6).

Event description:
It was reported that the drill tip broke off, when drilling the femoral canal.

Manufacturer narrative:
The reported 4.5 endoscopic cannulated drill, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the drill broke during use, causing metal debris to enter the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied to the drill can result in failure.. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during procedure the drill tip broke off, this occurred when it was drilling the femoral canal. A backup device was available to complete the procedure with no significant delay and no patient injuries. Revision surgery was performed two days later.

Manufacturer narrative:
One 4.5 endoscopic cannulated drill bit was returned for evaluation. Visual assessment of the drill could not confirm the reported complaint of a portion of the drill head breaking off. The drill head is intact but has split at its flutes. The condition of the drill indicates it was subjected to excessive forces likely from drilling over a bent guidewire or passing pin. Per the device instructions for use ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿

Event description:
It was reported that during procedure the drill tip broke off, this occurred when it was drilling the femoral canal. A backup device was available to complete the procedure with no significant delay and no patient injuries. Revision surgery was performed two days later.

Manufacturer narrative:
The reported 4.5 endoscopic cannulated drill, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and the customer complaint cannot be confirmed. From the information provided, the drill broke during use, causing metal debris to enter the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive forces applied to the drill can result in failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) Reassigned on (B)(4) 2019. No medical documents were received for investigation. Therefore no medical assessment can be performed. Should clinical documentation become available, the clinical/medical investigation may be re-evaluated. No medical documents were received for investigation. Therefore no medical assessment can be performed. Should clinical documentation become available, the clinical/medical investigation may be re-evaluated.